Event description:
A customer observed a falsely elevated phbr result on a single nys proficiency sample on the vitros 5,1 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation has concluded that operator error is the most likely cause of the falsely elevated phbr results. There is no evidence to suggest that the instrument or the reagent was not operating as intended. The phbr result obtained by the vitros 5,1 analyzer was accurate however the vitros 5, 1 results configuration was set by the operator to allow only one digit (other than zero) to be provided. The phbr results configuration caused the falsely elevated phbr results to be obtained for an otherwise accurately produced phbr result. Once the phbr results configuration was appropriately reset, the expected phbr results were obtained.